Event description:
Pt says the sensors are not working to provide a continuous glucose reading, and is required to use more one touch ultra blue strips in order to monitor glucose. The pump is giving an error message that the sensor is bad. This (B)(6) order was replacing a (B)(6) 2010 order, which was also giving error messages of bad sensor. Dose, frequency & route used: use in insulin pump for 3 days and change. Therapy dates: pt has been using for 2 years, and often has bad sensors.